Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: ddbc3d4 ICD implant date: (B)(6)2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) experienced suspected vad thrombus and high-power alarms. The patient initially contacted the device coordinators due to these alarms. Elevated lactate dehydrogenase (ldh) levels were noted, and the patient was placed on an anticoagulant drip with plans for thrombolytic therapy if tolerated. Despite multiple rounds of thrombolytics, the patient required additional support for blood pressure, and kidney failure ensued. The decision was made to discontinue care and turn off the ventricular assist device, after which the patient passed away.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue log file analysis revealed several increases in power consumption and estimated flows beginning on (B)(6) 2025, leading to parameters above normal operating range, and one hundred and seven (107) high watt alarms logged since (B)(6) 2025. As a result, the reported high power event was confirmed. The reported thrombus could not be confirmed due to insufficient evidence. Of note, information provided by the site indicated that the patient was treated with an anticoagulant drip and multiple rounds of thrombolytics. Additionally, it was reported that the patient expired after experiencing thrombus, hypertension and kidney failure. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, hypertension, renal dysfunction, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.